Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6. The complaint condition is confirmed as the threads for the guide sleeve (p/n: 03.037.017, lot #: l234196) were damaged. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. The missing epoxy was investigated. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.037.017. Lot: l234196. Manufacturing site: bettlach. Release to warehouse date: 21.dec.2016. The device history record shows this lot of pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch :null. Device history review :review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant device is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a surgical procedure open reduction and internal fixation. The surgeon performing an orif of a left hip - when he tried to put the tap into the bone thought the blade/screw sleeve, the tap got stuck on the sleeve . The surgeon then pushed and turned the tap and it was able to move forward. Procedure was completed successfully with a surgical delay of (1) minute. Concomitant device reported: unknown screw: nail distal locking (part# unknown; lot: unknown; quantity: unknown). This complaint involves (1) device. This report is for one (1) blade/screw guide sleeve. This report is 1 of 1 for (B)(4).